Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the insertion site while wearing the pod; this issue required antibiotics from their doctor. Despite follow up attempts for further medical event details, no additional information was obtained.